Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that three resolution 360 clips were used during a procedure performed on (B)(6) 2025. During the procedure, the technician attempted to deploy three clips, but each one got stuck. The procedure was completed with a different device. There were no patient complications reported as a result of this event.